Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result is unknown. The verbal report of the falsely elevated result could not be evaluated or corroborated by instrument data. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
The account reports that a falsely elevated troponin I result was obtained on a patient sample. It is unknown if the result was reported to the physician. A repeat was performed and a negative result was obtained. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated troponin I result.